Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient made a mistake and did not wear a mask. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with cefazolin (1 gram, frequency and route not reported) and ceftazidime (1 gram, frequency and route not reported). On an unreported date, the peritonitis was resolved and the patient was recovered from the event, however, at the time of this report, the patient was still in the hospital. It was not reported if the patient was retrained on aseptic technique. The action taken with dianeal therapy was not reported. No additional information is available.